Event description:
Customer reported the v series monitor had no spo2. No pt injury was reported.

Manufacturer narrative:
Mindray service rep replaced the spo2 board. Unit was safety tested to factory specifications.